Manufacturer narrative:
Device was received with non-ICU medical csb battery manufactured in the year 2022. Review of the event alarm logs shows the device alarmed several times with the following error alarms, n56, n58 and n252. Performed the battery operational check out . Recharged the battery for a minimum of 8 hours. Recharge battery start time is 10/17/2023 @ 15:54. Recharge battery stop time 10/21/2023 @ 08:51. Performed the battery operational checkout of rate of 25 ml/hr. For a duration of 7 hours. Device failed the battery operational check out. Device alarmed with depleted battery roughly 4 hours and 32 minutes into the delivery. Replaced the battery and pressed change battery softkey. Recharged the battery for a minimum of 8 hours. Recharge battery start time is 10/23/2023 @ 10:14. Recharge battery stop time 10/26/2023 @ 08:46. Performed the battery operational checkout. Programmed device to a rate of 25 ml/hr. For a duration of 7 hours. Device alarmed with depleted battery roughly 7 hours and 14 minutes into the delivery. Device passed the battery operational checkout. Thus, confirming customer¿s complaint that the device alarmed with depleted battery and shut down prematurely. Probable cause is incorrect battery was installed into the device. Non-ICU medical battery installed, and battery was not sufficiently recharged between uses on battery power. During inspection found the front enclosure and fluid shield to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure and fluid shield. Probable cause is physical damage consistent with normal wear and tear. Engineering evaluated the pumping logs and concluded that the customer report of the device notifying ¿depleted battery¿ and shutting down on sept 29 could not be confirmed from the logs. However, the logs do document that the pump had been repeatedly alarming to ¿replace battery¿ (both on the date in question and for at least the preceding 3 weeks and no action had been taken to replace or address the battery alarms. Engineering adds that the use of a csb manufactured battery is a known issue which is being addressed by a corrective action.

Event description:
The event occurred on an unspecified date and involved a plum 360 infuser. It was reported that the facility had a patient code in the operating room due to a battery issue. The pump had a 3rd party purchased csb battery installed in it. It was also reported that the pump notified depleted battery and shut down during transport on the way to the operating room. The patient did code and cardiopulmonary resuscitation (CPR) was performed and the patient survived and therapy was resumed on a replacement pump.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.